Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons get harder to press and had few times to respond. Customer¿s blood glucose was unknown. Customer stated that customer was changing out batteries for more than once a week and insulin pump rewinds louder as well as slower. Insulin pump will not be returned for analysis.